Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative contacted the hospital and learned that the patient went to a different facility for the device replacement procedure and for routine follow ups. It was noted that boston scientific had no contact at the other facility and was not able to obtain any new information about this patient. The explanted device was not received for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.